Event description:
It was reported that pump displayed minimum fill notification and showed lower than expected insulin amount after customer filled cartridge, with customer noting use of insulin transferred from previous cartridge and incomplete air removal. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case, cleaned pump connection area, reloaded same cartridge without resolution, then filled and loaded new cartridge with guidance from support, received education on avoiding reused insulin and on proper air removal and fill estimate behavior, declined some recommended test boluses, and was instructed to monitor and follow up as needed; no additional information was received regarding the final outcome of the event.